Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled of necrosis (won) during a pancreatic cyst drainage procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the axios stent was successfully deployed. However, after the procedure, it was noted under computerized tomography (CT) image that the stent was implanted in an incorrect location as the flange was in the intraperitoneal space instead of the cyst. Another procedure was performed to remove the stent using a snare and a sure clip was used to close the puncture site. Follow-up observation was performed and the patient was reported to be stable as of january 8, 2020. The patient has not been rescheduled for another stent implementation procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.